Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor needle broke. The customer¿s current blood glucose level was unknown at time of incident. The customer reported that sensor couldn't start since the signal wasn't found and after removed them they noticed that the electrode was missing. The sensor will not be returned for analysis.